Event description:
It was reported that a pt underwent an x-stop procedure at level l4/l5 on (B)(6) 2010. Postoperative x-rays showed, the device was in good position, and the procedure was considered successful. Reportedly, an x-ray taken during a f/u visit that was conducted on (B)(6) 2010 showed, the device had shifted. The patient also reported experiencing back pain and numbness in the left leg. The physician did not mention any course of action at this time. The pt plans to have a cat scan and f/u with the physician. No add'l info was reported.

Manufacturer narrative:
Method - device was not returned; followed up company rep.